Event description:
"Leaked oil during a case" was reported to mmr technical support. On follow up it was reported that the surgeon noticed oil on his gloves. They examined the motor and found oil seeping out at the connection from the motor to the hose. They wrapped the connection with tape and completed the case without incident. No intervention was required, although additional irrigation was used immediately after the oil was detected. The motor was working fine otherwise. No patient injury or unusual delay in surgery was reported.